Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: version: (B)(4); product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733582, serial/lot #: (B)(4); product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733575, serial/lot #: (B)(4). The internal and external cables, psu and scu kit were returned to the manufacturer for analysis. After visual examination, no apparent physical damage was noted. The returned internal cable was found to be in good condition with no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. The returned external cable has been pinched cutting the cable jacket and some internal wires. A continuity test revealed opens for wires 8, 11, and 12. The psu powered up without issue on the test bench. A check of the event log did not reveal any adverse events. The psu was found to be fully functional. The psu passed an accuracy test (aak) at .21 mm with a passing threshold of .35 mm. No problem found. The scu powered up on the test bench with no issues. A check of the event log showed communication issues with the psu indicating a psu problem, not scu. The scu was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that during the case the camera would not track instruments or the reference frame. The site was able to successfully register the patient but the system was not used for an hour. After that hour, the system could not track the reference frame and several instruments. The surgeon completed the case without navigation. The manufacturing representative pulled the system into the hall and it was noted that he was able to track three reference frames and three different instruments. The network device interface (ndi) toolbox showed no errors. There was a less than 1 hour delay to the procedure and no impact to patient outcome. It was later reported that after replacing hardware components, the camera displayed as disconnected in the application. The camera began power cycling. The configuration could not be set up and the ndi toolbox did not have the positioning sensor unit (psu) or polaris spectra system control unit (scu) listed. It was determined that the new external psu to scu cable was damaged by the manufacturer representative upon installation while running it up the camera arm.

Manufacturer narrative:
H2/h3/h6: logs were reviewed, but no additional insight regarding the cause was available. Codes 10, 213 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.